Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an inaccurate delivery event. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2019 with the following findings: review of the pump history and black box data revealed the data from the date of the alleged issue had been overwritten due to continued use of the pump after the issue occurred. On investigation, the pump powered on normally and was exercised for 24 hours without any indication of an inaccurate delivery issue all deliveries were recorded as programmed. Investigation did not duplicate the issue and the pump was found to be operating as intended without malfunction.